Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. A query of the complaint-handling database identified no previous incidents reported for detachment of device component (full clip detachment) or difficulty removing the gripper line from this lot. Based on the information reviewed, the reported difficulty removing the gripper line and full clip detachment appears to be related to patient anatomy/procedural conditions. The reported difficulty removing gripper line was likely due to a contribution of forces from usage of the device (procedural conditions). The aggregations of forces due to challenging patient anatomy and curves on the system likely resulted in the difficulty experienced by the user while removing the gripper line. In addition, the barlows type valve and prolapsed leaflet segments likely contributed to the reported full clip detachment. There is no indication of product quality issue with respect to manufacture, design or labeling. The patient effect of mitraclip system component (clip) embolization is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event and returned fluoroscopic and echographic images were reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient had symptomatic severe degenerative mitral regurgitation with complex bi-leaflet prolapse. The challenging anatomy, clip embolization and percutaneous removal of the clip were all confirmed on the imaging provided. It was further noted by the reviewer that barlows disease is a complex pathology of the mitral valve leaflets that results in abnormally thickened tissue and multiple areas of prolapse; it can be challenging to repair surgically. Additionally, it was difficult to visualize leaflet insertion with the second clip. It is likely that the procedural conditions presented in the case (challenging patient anatomy and difficulties visualizing the clip) potentially resulted in inadequate leaflet insertion, which can be contributory to the resulting detachment of the clip from both leaflets. There is no evidence of a device issue or malfunction in causing or contributing to the clip detachment, subsequent embolization and need for additional percutaneous intervention.

Event description:
Subsequent to the initial report, additional information was received: the first mitraclip was deployed slightly lateral and was deployed successfully. The second mitraclip (41029u255) was difficult to visualize upon echo and the clip was placed slightly medial. The grippers were opened slightly, and the leaflet was noted to be well inserted into the clip. The clip was deployed. The gripper line removability test was performed and no issues were noted. The gripper line was removed and resistance was noted, requiring the gripper line to be removed slow and steady. Upon removal of the gripper line, the clip was stable for 2-3 cardiac cycles, then the clip detached from both leaflets. Post procedure, mitral regurgitation grade was 3-4. There are no plans for a second procedure. No additional information was provided.

Event description:
This is filed for the second clip ((B)(4)) detachment from both leaflets, embolizing to the right lower pulmonary vein, and requiring intervention to prevent a serious patient injury. It was reported that on (B)(6) 2015, the patient with degenerative mitral regurgitation grade 4 underwent a procedure to implant two mitraclips. There was bilateral leaflet prolapse, primarily on the anterior 2/posterior 2 (a2/p2) leaflet, but as the valve was a barlows type, several areas were prolapsed. One mitraclip was successfully implanted and a second clip delivery system was inserted. The clip was difficult to visualize at the point of leaflet insertion. Leaflet insertion was difficult to assess and the clip was opened slightly with the grippers still lowered. This allowed the physician to see that the leaflets were well inserted in the clip. Patient anatomy did not allow for at least 1 cm separation between the delivery catheter (dc) tip and the clip during gripper line removal. Resistance was noted during gripper line removal and more force than usual was required to remove the gripper lines. During removal of the gripper lines, the clip detached from both leaflets. The clip embolized and lodged in the right lower pulmonary vein. The clip was snared and removed. The mitraclip procedure was then aborted with the first clip implanted and with mr grade 3. The patient's current status is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.